Event description:
Caller reported an incorrect time display on the pump. Blood glucose levels remained within the normal range, with no adverse impact reported. Cts provided assistance with updating the pump time and advised the caller to monitor for any future discrepancies in time display greater than five minutes. The caller understood and acknowledged the advice given.